Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were missing and outside vender seals were intact. Top case was cracked /chipped by the left front corners; crack right plunger case. Depleted battery found in pump event history log. Reported problem duplicated during power up test. Alternate current (a/c) led and battery led lite up. The root cause of reported issue was found to be related to interconnect board and battery. Replaced interconnect board and battery. Replaced interconnect board and battery. Power up process and device passed all the functional test.

Event description:
It was reported that the message cannot clear depleted battery error occurred. No patient injury was reported.